Event description:
It was reported that, post paced t-wave oversensing and decreased sensing were noted on the device. No intervention has been performed. The patient was stable and will be monitored.

Event description:
Additional information was received that additional post paced t-wave oversensing was noted on the device. No intervention has been performed.